Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that they do not like the new design of the vh-3500 vasoview hemopro. Toggle is stiff and requires more effort to activate, uncomfortable for the thumb. Misses the "click" sound of the toggle. Likes this sound as confirmation for cautery.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that they do not like the new design of the vh-3500 vasoview hemopro. Toggle is stiff and requires more effort to activate, uncomfortable for the thumb. Misses the "click" sound of the toggle. Likes this sound as confirmation for cautery.